Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mp5303-c and lot# 25089028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus pressure rated extension set had loose component the following information was received by the initial reporter with the following verbatim it was reported by customer that j-loop connection loosened during antibiotic. Unknown amount leaked on the bed. Nursing has noticed this happening more frequent, and one case of the j-loop not locking and was stripped, so it needed to be changed out.